Event description:
It was reported that during implant of the pulse generator, septum damage was observed. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.